Event description:
Md applied oil and started using dermatome. It began to chatter allegedly, causing incomplete harvest of donor skin from left ant. Thigh. Changed blades and applied more oil and the dermatome continued chatter which allegedly caused another incomplete harvest.